Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spinal canal stenosis and degenerative spondylolisthesis it was reported that post-op, prolong hospitalization occurred since the patient was dealing with the infection and removing devices. Revision surgery was performed for partial removal and washing of the implant, indwelling of antibiotic-containing biopex. As per the surgeon, it was the intraoperative cleanliness and the patient's postoperative management problem that caused the infection.